Event description:
On (B)(6) 25, the patient reported that continuous glucose monitoring (cgm) and ilet pump mobile application was disconnected, with "alert 60." Device ¿about ilet¿ screen showed bluetooth 0.0.0. Agent confirmed this is a replacement case, verified patient¿s address, and reviewed replacement protocol. Blood glucose (bg) was not affected. There were no symptoms experienced during the event, and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.